Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted with an afx2 bifurcated and a vela suprarenal device on (B)(6) 2016. Patient returned for a routine follow up and computed tomography on (B)(6) 2017. The physician noted an increase in aaa size, and an endoleak type 3b was noted. A secondary procedure to reline with an afx device was completed on (B)(6) 2017. Patient is noted to be in good condition.